Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). An additonal evaluation was performed and the report states the following: the conducted investigation showed that the manufacturing and material documentation showed that the torque limiter was manufactured in september 2009 in accordance with the specifications. Also the checking of the product history showed no abnormalities. Although the exact cause for failure could not be confirmed it was believed a possible cause for failure to be the device was used to loosen a screw, which is not the intended use for this device.

Event description:
It was reported the torque limiter fell apart during surgery (date unknown). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.device manufacture date was 09/09/2009. The device history record was reviewed, and it showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)